Manufacturer narrative:
No patient information provided to date after calls to customer 07/01/22 and 07/06/22. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a loss of suction during a case. There was no patient injury.